Event description:
A free j-wire extended from the superior vena cava into the right iliac vein. The guidewire was detected following an abdominal CT. We believe it to be operator error. The guidewire was removed by trans-catheter retrieval by a radiologist. There was no patient harm.